Event description:
It was initially reported that the customer's device had its wrench icon illuminated. After an evaluation of the device, it was observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue. The cause of the reported failure was determined to be due to an open strap within the high energy capacitor. The customer received a replacement device.

Event description:
It was initially reported that the customer's device had its wrench icon illuminated. After an evaluation of the device, it was observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue. The cause of the reported failure was determined to be due to an open strap within the high energy capacitor. The customer received a replacement device.